Event description:
It was reported that prior to a routine generator changeout, an increase in left ventricular capture threshold was noted. The lead was capped and replaced at that time. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.